Event description:
Small bowel capsule procedure performed on patient. While reviewing study, it was noted to have large gaps, and went through the small bowel very quickly. Given imaging notified as well as clinical engineering. Clinical engineering ruled out receiver malfunction. Studies to be sent to given for review to rule out defective capsule.